Event description:
Hosp contact alleged that doctor was performing an endometrial fibroid resection when she glanced at the equimat after hearing a beep, and she noticed that scale reading went from 125 to 1700 cc. She stated no one was handling machines at that time. Surgeon was still resecting as she examined both the equimat and endomat; finally she turned the equimat off and they were "eye-balling" the fluid deficit. Procedure was completed. Pt returned to or later due to fluid retention; they catherized her and collected 1200cc of fluid from her bladder. Pt was feeling better 2 hrs after initial procedure. They kept her overnight for observation and she was released the next day. Karl storz filed an MDR (2020550-2007-05) on the endomat where fluid was backed up in the unit.